Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An emergency room healthcare provider (hcp) reported that patient¿s lead had migrated anterior and eroded through the skin. The hcp wanted the name of a surgeon to remove the lead. The indication for implant was non-malignant pain.

Event description:
The patient also reported that their lead was protruding out of their body and they could not find a doctor to remove it. The patient was sent an email with a list of healthcare providers they could contact and also reviewed with the patient that their emergency room doctor was sent to nas to page a rep. The patient was provided with the emergency room doctor information as well.

Event description:
Additional information was received on (B)(6) 2017. The consumer reported via a manufacturer representative (rep) that their lead was infected. Factors that might have led or contributed to the issue is unknown and no diagnostics were performed. At the time of the report, the patient was in a different state trying to find a surgeon to remove the lead but could not find one. Follow-up has been attempted with the managing doctor, but no further information was received at this time. If additional information is received, the event will be updated.